Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer found air bubbles in their reservoir compartment of their insulin pump. The patient's blood glucose level was at 200 mg/dl. The customer was advised to deliver a fixed prime o five units until they no longer see the air bubbles. The customer stated that they will change the reservoir and call back if they had any further issues. No further information was provided.